Manufacturer narrative:
Updated data: d9. H3. H6. Eval code method; eval code result; eval code conclusion product analysis: upon receipt at medtronic¿s quality laboratory, the complaint device was received without a valve loaded within the capsule. The device was received with the capsule partially opened and the end cap/screw gear snap fit connected. The handle of the device appeared intact. A bend was noted to the distal end of the stability shaft. The tip-retrieval mechanism appeared intact with slight resistance noted when tested. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions with slight resistance noted and locked in place when released. There was scratching evident along the length of the capsule, with a tear to the capsule outer layer at the distal end of the capsule and directly distal to an area of scratching, exposing the nitinol frame. A tortional kink was observed to the distal end of the inner member shaft. The reported event for separation of components could be confirmed in the analysis due to the presence of the capsule outer layer tear. The reported event for unable to advance could not be confirmed in the analysis. Conclusion: a device history record review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Difficulties advancing the device through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted there was heavy calcification in the femoral and iliac arteries. This indicates the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. The subject device was returned for analysis; however, no images were provided for review, therefore the root cause of the capsule tear could not be concluded. Scratching evident along the length of the capsule, with a tear to the capsule outer layer at the distal end of the capsule, confirmed the reported event. The tear to the capsule may have been a result of the repeated attempts to advance the device through the patient¿s anatomy. There was a tortional kink to the distal end of the inner member shaft. The difficulty experienced when attempting to advance the device may have caused the kink on the inner member, however as no procedural images were provided, this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with heavy calcification in the femoral and iliac arteries, vascular access was achieved at the right femoral artery with a minimum vessel diameter of 7mm. Some calcification was noted at the head of the femoral artery, but leading into the iliac artery the calcification was nearly circumferential. A pre-dilatation was performed with a 16fr sentrant sheath. Using a confida guide wire, the delivery catheter system (dcs) would not advance more than 10cm into the access vessel. The confida guidewire was exchanged for a non-medtronic guidewire which did not resolve the advancement issue. A serial dilatation was performed with a 6mm and then 8mm non-medtronic balloon. The dcs was re-introduced into the access site, but would not advance. The vessel was dilated with a larger 18fr sentrant sheath; however, when the advancement of the dcs was attempted, it would not advance past the calcification. A 22fr sentrant sheath was attempted, but did not advance. A non-medtronic was requested. While the implant team waited, the dcs and valve were noted to have been loaded f or more than 60 minutes. Upon inspection of the capsule of the dcs, a small abrasion and tear were observed near the ¿distal end transition¿. The capsule was squeezed and blood ¿evacuated the capsule through the small tear¿. Subsequently, a decision was made to scrap the dcs and valve. A new valve was used with a smaller diameter. A non-medtronic sheath was used and the valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.